Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release while working outside in the yard resulting in high blood glucose level. The site location was patient's lower abdomen and the pump was worn in a bra on the left abdomen. The infusion had been in use for three days and the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Patient's blood glucose at the time of this report was 422 mg/dl, which was self-treated with a manual injection. No further information available.